Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. (Expiry date: 09/2023).

Event description:
It was reported that during a stent placement procedure, the delivery system was allegedly difficult to cross the lesion and the catheter was stuck. It was further reported that the inner-shaft was separated upon applying force retracting. Reportedly the catheter and the guidewire were removed as one unit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. During evaluation of the returned sample, the stent system was found fully activated such that the pusher tube was extending outward distally; the stent was deployed and not part of the return. A piece of the inner catheter was separately received as part of the sample which leads to confirmed results for breakage of the inner catheter. Images/ dicom demonstrating difficult crossing were not provided. Based on available information and the evaluation of the returned sample, the investigation is confirmed for inner catheter break. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "gain access to the treatment site utilizing appropriate accessory equipment compatible with the 6fr bard e¿luminexx vascular stent system. (1) via the femoral route, insert a 0.035¿ (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion. (2) the delivery system requires a minimum 6fr introducer sheath". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to device warnings, the instructions for use states "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: d4 (expiry date: 09/2023), g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the delivery system was allegedly difficult to cross the lesion and the catheter was stuck. It was further reported that the inner-shaft was separated upon applying force retracting. Reportedly the catheter and the guidewire were removed as one unit. There was no reported patient injury.